Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the sensor needle broke off when the his/her son removed it from his thigh. The customer's blood glucose was unknown at the time of incident. He/she stated that it was inserted in his back and he noticed it was missing when he removed the sensor. The sensor was not returned for analysis.